Event description:
The account stated that the cell-dyn 3700 analyzer is generating a low hgb results in the closed mode system. For example, in closed mode, the hgb result = 4.0 g/dl. The sample was tested on the cell-dyn 3200 analyzer and the hgb result= 12.0 g/dl. After changing the closed mode needle and cleaning, the account ran the sample again and the hgb result was 0.0 g/dl. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Other: clogged sample loader aspiration tubing. Other: sample loader aspiration tubing. In 2008, the customer reported an issue with very low results (all parameters) in closed mode running one sample. The instrument in use was a cell-dyn 3700sl the sample was repeated on a cell-dyn 3200 with higher values recovered. The sample recovered hgb=4.0 on the cd3700 and hgb=12.0 on the cd3200. The customer verified the closed mode needle was correctly installed (the same day). The close needle was replaced , the shear valve was cleaned, the y fitting was backflushed without resolution. The customer reran the sample (hgb=4.0/12.0) in closed mode and hgb=0.0. The sample run in open mode looked normal. The customer declined further troubleshooting and requested field service. The field service representative (fsr) visited the same day. The fsr observed a short sampling condition and replaced the needle, then flushed the y fitting. The tubing kit for sample aspiration (old style) was found to be clogged and was replaced as a hard failure. Verification procedure (vp) g110 was performed. All results were within manufacture specification. No further investigation was needed and no parts were returned. The cell-dyn 3700 system operator?s manual, provides a troubleshooting guide for identifying and resolving data issues (pages 10-27, 10-28). Page 10-49 indicates incomplete aspiration on sample loader may be due to sample or to the buildup of material in the probe / y fitting / shear valve / aspiration needle or problems with the peristaltic pump tubing. The customer checked all these possibilities before requesting service. Review of domestic and international complaint analysis trending system (cats) and trending analysis support system (tass) trend analysis reports on the mtrs database for the months of november 2007 through august 2008 have been evaluated for the complaint issue. No adverse trends have been identified on list base for the issue of low results in closed mode . Based on the above investigation, no product issue was identified for the cell-dyn 3700 analyzer, for issues with low results in closed mode. This is the final report.